Manufacturer narrative:
Film evaluation results are: the exact cause of the aneurx bifurcate migration leading to proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, and earlier post implant films were not returned for review and comparison. The bifurcate location at implant is unknown; the reported migration could not be confirmed. The exact cause of the residual proximal type I endoleak after implant of the endurant aui stent graft and aptus endoanchors could not be conclusively determined. The films during the secondary intervention procedure, that showed the implantation of the endurant aui stent graft and aptus endoanchors were not provided. From the films returned, it was observed that the aneurx bifurcate was not radially opposed to the aortic wall. The infrarenal neck was ~ 8 mm in length and was angulated ~ 50 degrees, a-p. It is possible that aortic neck angulation along with aortic neck dilatation from disease progression may have contributed to aneurx migration and proximal type I endoleak. It is possible that the short and angulated infrarenal aortic neck may have contributed to the residual proximal type I endoleak after implant of the aui and endoanchors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx and endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the patient came in for routine follow up. The proximal aortic neck had dilated resulting in bifurcate migration, which led to a type ia endoleak. It was noted that there was 35mm from the lowest renal to the flow divider. The aortic neck measured 28 mm and the device was a 28 mm diameter device. One week later an endurant aui was implanted at the intended location at the renal arteries; however, the type ia endoleak did not resolve which was due to the short aortic neck per the physician. Multiple aptus endoanchors were deployed at various points around the proximal portion of the endurant aui however the type ia endoleak did not resolve, per the physician due to short aortic neck. The physician elected to open the patient and band around the proximal seal zone and stent graft, and the proximal type I endoleak was resolved. The physician stated that the cause of the event was anatomy related, specifically disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.